Manufacturer narrative:
Device manufacture date corrected to 10/09/2007 all pertinent information available to johnson & johnson surgical vision, inc has been submitted placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with a displaced flap in right eye. Patient was experiencing blurry vision, foreign body sensation and tearing. Patient declined a bandage contact lens and felt comfortable enough with no complaints. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient was scheduled to be seen on (B)(6) 2018 and was diagnosed with flap striae in the same eye. Flap lift and rinse was done on (B)(6) 2018. Patient commented that eye was slightly uncomfortable but after lift symptoms resolved. Bcva from (B)(6) 2018: right eye pre-op 20/20 3.25 x -.50 x 104, left eye pre-op 20/20 3.00 x -.50 x 70.